Event description:
An optometrist reported that a pt was diagnosed with a centrally located corneal ulcer in the left eye associated with extended wear of focus night & day lenses. The pt first experienced foreign body sensation in 2003, but was unable to immediately remove the lens, however they did so within 24 hours. The pt initially presented to the optometrist the following day with severe pain, watery discharge, swelling and severe redness/injection. There was staining over the infiltrate and marked anterior chamber reaction. No culture was taken. Treatment begun with ciloxan every 15 minutes for first 4 hours then decreased to every 30 minutes & tobramycin every hour, then tapered in subsequent visits. Report states ulcer had resolved 4 days later with no loss of vision and faint scar. No further info is available at this time.